Event description:
The door of the pca infusion pump was broken. When looked at the other units of the same model, an early occurrence of the breakage with cracks was noted. Even the new units have bubbles. Manufacturer was contacted and said will evaluate.